Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed). The outer insulation was breached cut, and there was apparent explant damage.

Event description:
It was reported that the atrial lead threshold appeared to be elevated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.